Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of abdominal aortic aneurysm. It was reported that patient presented to the emergency room (ER) with kidney stones. Cta revealed that the aortic neck was dilated to greater than 28 mm within 1 cm of the renal arteries. The bifurcate device was unable to maintain position at renal arteries and subsequently migrated distally resulting in a type I endoleak. The abdominal aortic aneurysm has grown to 9 cm. The patient was not compliant with follow up. An endurant ii 32x16x124, 16x20x124 and a 16x16x93 stent graft systems were implanted and extended into the existing bifurcate, resolving the event. Per the physician, the cause of the event was due to neck dilatation. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several still angio images during an intervention confirmed that the bifurcate was in the sac; about 6cm below the renals. The neck was straight, conical shaped, and <(><<)>1cm in length. The neck diameter was unable to be accurately measured. A proximal type I endoleak was seen. An endurant stent graft system was then seen implanted within the aneurx extending up to the renals. Resolution of the type I could not be confirmed from this limited films. Earlier follow-up images were not available for return, and the exact cause of the migration leading to the type I endoleak is unknown. However, it is possible that disease progression (neck dilatation) may have contributed.